Event description:
Physician reported fracture of silicone tubing, noted on the band tubing. Tubing reconnected.

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis has not been completed at this time. The reporter of the complaint was asked to indicate the product serial number, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. No additional information has been reported to allergan regarding the serial number, the implant date or the explant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."